Manufacturer narrative:
Reliability analysis inspected 1 opened enlite sensor and found needle separated from sensor.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 10 mmol/l. The customer stated that the sensor fell out of the serter. The customer stated that the linder had stayed on the sensor base and upon removal of that, the issue occurred. The customer will be sent replacement sensor.